Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
Patient self tester report an unexpected low result when testing inratio. On (B)(6) 2015, patient self tester had an inratio result = 1.9. No reference testing was performed on this date. The first drop of blood was not being used when sample was applied to the test strip. Therapeutic range is: 2.5 - 3.0. Patient self tester provided results from (B)(6) 2015 when a comparison with another poc meter and lab was performed to check the inratio meter. The results were as follow: date: (B)(6), inratio result: 4.5, poc inr result: 4.5, lab inr result: 4.6.